Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located at the account in the maintenance area. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the right foot caster and all four caster supports inoperative. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2011 and 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the right foot brake caster and all four caster supports to resolve the issue. Based on this information, no further action is required.